Event description:
This is a spontaneous consumer report from the USA of peritonitis with culture positive for (B)(6) in a (B)(6) male patient coincident with dianeal pd2 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd2 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the consumer stated that on (B)(6) 2011, the patient experienced peritonitis and was hospitalized that same day. The nurse reported that the cause of the peritonitis was "(B)(6) passed through his stomach". Treatment information was not reported. Dianeal therapy was ongoing. In (B)(6) 2011, the patient was discharged from the hospital. On an unreported date in 2011, the patient recovered from the peritonitis. An opinion of causality was not reported. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lots (h10k04131 and h10i07079) and no issues were found related to the reported condition during the manufacture of those lots. Based on the information obtained during baxter's investigation, the cause of this incident could not be determined.